Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and customer experienced hyperglycemia. The customer blood glucose level was 461 mg/dl. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the insulin pump was exposed moisture when they take a shower in the pool and broken. Customer was offered to troubleshoot for high blood glucose and declined. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was not available. The information has been included with this report. (B)(4).

Event description:
It was reported customer does not recall what weight was at time of incident.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. Blank display not confirmed. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Device received with corroded battery tube. Moisture damage was also found on the electronic assembly during visual inspection. Device received with cracked case on the back at the battery tube area. Device received with pillowing keypad overlay.